Manufacturer narrative:
The insulin pump had a cracked case near display window corners noted during visual inspection. All buttons functioned properly. No damage to keypad traces noted. The insulin pump had a partially unlocked connector noted on lcd board.

Event description:
Customer reports to have experienced keypad anomaly. It was reported that esc button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.